Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned unit found that inside the catheter tubing there was a large amount of biological material residue. The unit was functionally tested, by attempting to flush the catheter using water and a 12 ml luer lock syringe. During testing, an occlusion was encountered and the catheter was unable to be flushed. The occlusion was removed using a stiffening stylet. The unit was tested again, and this time the unit flushed and aspirated normally, confirming that the reported event was caused by the blockage of biological material inside the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that on 3/25 PICC was implanted at one facility and patient transferred to another facility. Tpn was started for 24 hours. On 4/1, unable to flush and confirm reversal of bleeding, patient was removed. There was no reported patient injury. No other information was provided.

Event description:
It was reported by the customer that on 3/25 PICC was implanted at one facility and patient transferred to another facility. Tpn was started for 24 hours. On 4/1, unable to flush and confirm reversal of bleeding, patient was removed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.